Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("increase in menses"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, pelvic pain, abdominal pain, menorrhagia, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device dislocation, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic pain, perforation and vaginal discharge to be related to essure. Further company follow-up with the lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device/migration of essure device: uterus"), pelvic infection ("pelvic infection") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 41-year-old female patient who had essure (batch no. 758631) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle operation, cholecystitis, diverticulitis and abdominal aneurysm. Previously administered products included for an unreported indication: mirena from 2006 to 2011. Concurrent conditions included pre-menstrual tension syndrome, leukocytosis, ovarian cyst since (B)(6) 2016, dizziness since (B)(6) 2016, light headedness, gastroenteritis, food poisoning, urinary tract infection, appendicitis and cholelithiasis. Concomitant products included cetirizine hydrochloride, fluoxetine and fluticasone propionate;salmeterol xinafoate (advair) from 2010 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain"), menorrhagia ("increase in menses"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device expulsion ("migration/migration of essure device: uterus"), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic infection, device expulsion, intra-abdominal haemorrhage, abdominal pain, fatigue, vaginal discharge and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic infection, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device/migration of essure device: uterus"), pelvic infection ("pelvic infection") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 41-year-old female patient who had essure (batch no: 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle operation, cholecystitis, diverticulitis and abdominal aneurysm. Previously administered products included for an unreported indication: mirena from 2006 to 2011. Concurrent conditions included pre-menstrual tension syndrome, leukocytosis, ovarian cyst since on (B)(6) 2016, dizziness since on (B)(6)2016, light headedness, gastroenteritis, food poisoning, urinary tract infection, appendicitis and cholelithiasis. Concomitant products included cetirizine hydrochloride, fluoxetine and fluticasone propionate;salmeterol xinafoate (advair) from 2010 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("increase in menses"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device expulsion ("migration/migration of essure device: uterus"), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic infection, device expulsion, intra-abdominal haemorrhage, abdominal pain, fatigue, vaginal discharge and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic infection, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received. Events vaginal bleeding, dysmenorrhea, lower abdominal pain, back pain, pelvic infection were added. Event dislocation was updated to device expulsion. Event migration of essure device updated to uterine perforation from perforation. Lot number, lab data , concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the essure device/migration of essure device: uterus'), pelvic infection ('pelvic infection') and intra-abdominal hemorrhage ('severe abdominal bleeding') in a 41-year-old female patient who had essure (batch no. 758631) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle operation, cholecystitis, diverticulitis, abdominal aneurysm and obesity. Previously administered products included for an unreported indication: mirena from 2006 to 2011. Concurrent conditions included ovarian cyst since (B)(6) 2016, dizziness since (B)(6) 2016, pre-menstrual tension syndrome, leukocytosis, light headedness, gastroenteritis, food poisoning, urinary tract infection, appendicitis and cholelithiasis. Concomitant products included cetirizine hydrochloride (zyrtec), fluoxetine and fluticasone propionate;salmeterol xinafoate (advair) from 2010 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain"), menorrhagia ("increase in menses\abnormal bleeding (menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device expulsion ("migration/migration of essure device: uterus"), intra-abdominal hemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic infection, device expulsion, intra-abdominal hemorrhage, fatigue, vaginal discharge and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal hemorrhage, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic infection, pelvic pain, uterine perforation, vaginal discharge and vaginal hemorrhage to be related to essure. The reporter commented: complications from essure removal procedure : salpingectomy attempted but tubes couldn't be grasped or excised in current pfs: in confirmation test "essure not removed" was given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received: event outcome of abdominal pain was updated from unknown to recovered\resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.